Event description:
It was reported that the ilet user had been announcing smaller-than-actual meals for approximately one month to reduce insulin delivery due to fear of hypoglycemia. The user experienced frequent low glucose values around 40 mg/dl, and received assistance pairing the phone to the ilet, completing a factory reset, and setup. Symptoms included hypoglycemia. Outcomes included no long-term health consequences or impact despite minor injury of hypoglycemia. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with announcing incorrect size meals in an attempt to manipulate insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.